Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. It was not reported if peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Upon follow up, it was clarified that the patient experienced a break in aseptic technique during peritoneal dialysis therapy which resulted in the development of peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was further described as the patient did not wear a mask. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal ceftazidime (1g per day for four days) and intraperitoneal vancomycin (one dose stat followed by one dose every five days for twenty days; dose not reported) for the peritonitis. Two days after event onset, the patient was retrained on proper aseptic technique. The patient was reported to have recovered from the peritonitis event twenty three days after onset. Extraneal and physioneal therapies were ongoing. No additional information is available. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.